Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
It was reported that a nerve injury and numbness after implant (tsvwb11) placement. Patient is rescheduled to replace the implant. Tooth location 19.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One impl tapered scr-v sbm 4. 7mm 4.5mm 11.5mm (tsvwb11) was returned for investigation. Visual inspection of the returned product identified minor signs of use, dried blood and bone around the implant and no apparent malfunction. The reported device was measured and was verified to match print specifications. Reported patient condition: low (type iii) bone density. The reported device was located on tooth # 19 and was implanted for 12 days. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or non-conformities identified. Complainant reported patient had nerve injury, and surgical intervention because of the numbness. The implant was removed, and the patient will have to return to replace the implant. The reported complaint is non-verifiable as the device did not malfunction, pictures or x-rays were not provided by the customer and medical events are non-verifiable. A definitive root cause for this complaint could not be determined.